Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in a female patient who had essure (ess205) inserted for female sterilisation. The patient's concurrent conditions included chronic cervicitis, cyst, pelvic mass, abdominal adhesions, parity 2 and multigravida. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (adhesiolysis, robotic assisted adhesiolysis, total laparoscopic hysterectomy with bilateral salpingo). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be related to essure (ess205). The reporter commented: 3 loops of the essure were showing on both sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: mr received: event medical device removal was updated to dyspareunia. Medical history and reporters information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received .event injury updated to medical device removal. Essure device was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.